Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a ventral hernia repair with mesh. A physician has recommended surgical intervention. Further details will be supplemented.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced mental pain, pain, suffering, device defective, mesh failure, disability, impairment, loss of enjoyment of life, loss of care/comfort/consortium, and hernia recurrence. Post-operative patient treatment included revision surgery.